Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. It is likely that the failure could be due to incorrect surgical technique; however, examination of returned device was inconclusive.

Event description:
It was reported that patient underwent a left distal tibia plating procedure on (B)(6) 2015. During the procedure, the head of the cortical screw snapped off of the shaft while attempting to insert. The patient retained the distal shaft of the screw and the proximal head stayed on the screwdriver.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.